Event description:
Per (B)(6) (dealer) states broken center seat frame as well as faulty recline acutator.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.